Event description:
It was reported that on (B)(6) 2023, a 21mm epic plus supra was implanted in a patient. On (B)(6) 2023, the device was explanted due to a paravalvular leak of 8 mmhg and average gradient of 35 mmhg. A 19mm sjm masters series hemodynamic plus valve was implanted as a replacement. Post implant, it was reported that the patient passed away. The cause and date of the death is unknown.

Manufacturer narrative:
B2 - date of death is estimated. An event of death post valve replacement was reported. Information from the field indicated that the reason for the explant and valve replacement was an elevated mean transvalvular gradient of 35 mmhg and a paravalvular leak. Based on the information received, the cause of death could not conclusively be determined but is most likely procedure related. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 21mm epic plus supra was implanted in a patient. On (B)(6) 2023, the device was explanted due to a paravalvular leak of 8 mmhg and average gradient of 35 mmhg. A 19mm sjm masters series hemodynamic plus valve was implanted as a replacement. Post implant, it was reported that the patient passed away. The cause and date of the death is unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.